Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a possible endoleak. During feb (exact date unknown) CT scan, a possible endoleak was discovered on patient. With that finding added to the sac expansion of ~ 2cm's, md planned an intervention for assessment and possible treatment. It was at the intervention on (B)(6) 2018 that the "bulge" was discovered, but very distal to where the possible endoleak was in the feb CT. As the md wasn't certain where, or if, a type 1 was the cause of the sac expansion, he decided to re-line on (B)(6) 2018. The reline procedure included an additional bifurcation. It was reported at the final angio there was no "bulge" and no evidence of endoleak.

Manufacturer narrative:
Due to the lack of receipt of relevant medical records and/or images, clinical evaluations were unable to confirm the reported event after several attempts to retrieve them. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (Suspect medical device) operator of device: please remove physician and add health professional.